Manufacturer narrative:
B3: date of the event is unknown without a product return; no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the sales representative that the patient was having really bad reaction to the electrodes, breaking out in a rash and painful hives. A new replacement 63b electrodes were sent to the patient. No further consequences were reported. 72r electrodes has not been returned for evaluation.

Manufacturer narrative:
Corrections in b4: date of the report. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The spinalpak controller was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the sales representative that the patient was having really bad reaction to the electrodes, breaking out in a rash and painful hives. A new replacement 63b electrodes were sent to the patient. No further consequences were reported. 72r electrodes has not been returned for evaluation.